Event description:
The customer stated that she experienced low blood glucose levels today. The customer stated that she was at her doctor's office, and when she left, her blood glucose was 84 mg/dl. The customer stated that she did not eat dinner, and two hours later, her blood glucose dropped to 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.